Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the universal surgical manipulator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that the staff encountered repeated error 23410 on one of the arms. Prior to contacting support, the staff had attempted multiple troubleshooting steps, including encasing the instrument pins several times, reseating the sterile adapter, reseating the cannula, performing a standard power cycle, and then performing a hard power cycle of the system, but the error persisted. The staff ultimately disabled another arm and proceeded to complete the procedure.

Manufacturer narrative:
The unit was returned for failure analysis, and the reported problem was confirmed in the field logs and replicated during failure analysis. The unit was installed and passed all relevant testing within specification, including the ifs pogo pin test and the one-wire instrument test. The unit was then installed onto a golden system, where error 23410 was triggered, indicating a fault on the cannula_statu and isa_presence, thereby replicating the reported event. Upon visual inspection, no issues were found that would be related to the reported event. Failure analysis identifies that faulty presence pins could be the potential root cause of the reported event. The unit was sent for initial repair. Once the repair was complete, the unit was returned to failure analysis for further investigation. After the carriage presence pins and main block were replaced, the unit was still triggering error 23410 on the system. When the accl2 was replaced, the 23410 error was no longer triggered. Based on these findings, failure analysis concludes that the accl2 is the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.